Event description:
It was reported that 7 days after implantation of the implantable neurostimulator (ins), the patient developed "neuropsych syndrome, ncl aphasia and working-memory or executive deficits." It was noted that a CT scan and MRI were performed that revealed a "left frontal brain abscess" that was "induced by staphylococcus epidermidis." It was noted that the patient's left side system was removed on (B)(6) 2009 and the patient was stimulated on the right hemisphere only. It was noted that this incident was "possibly related to the system" and its related to the operating procedure was "probable." It was noted that the patient was treated with antibiotics and recovered completely from the event.

Manufacturer narrative:
Product ID neu_unknown_lead, lot # 202695447, product type lead; product ID 7482-51, serial # (B)(4), product type extension; product ID 7482-51, serial # (B)(4), product type extension; product ID 3389-28, lot # b0985456k, product type lead.